Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that last night blood glucose was 485mg/dl and they changed infusion set with last set. Customer stated that she is out of supplies, her blood glucose was high and she suspected it was due to the set. The customer reported that it was bent when she removed the set. The customer declined further troubleshooting for high blood glucose. Patient's current blood glucose was 210 mg/dl. The insulin pump will not be returned for analysis.